Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that no anomalies were found.

Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead had low impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068, implantable pacing lead, (B)(6) 2001; 1258t, competitor implantable pacing lead, (B)(6) 2012. (B)(4).